Manufacturer narrative:
(B)(4). Device manufacture date: 27jul2016 to 29jul2016. Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record was completed for batch # (B)(4); all inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of this batch. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure as no samples were returned for evaluation. Although potential root causes have been identified, an absolute root cause for this incident cannot be determined. Of note, CAPA (B)(4) has been opened as a higher than expected rate of customer complaints are being received for elevated blood glucose levels. Also refer to situational analysis (B)(4).

Event description:
It was reported that the customer has been using the mmt-280 (pro set) since (B)(6) 2016. The customer states the cannulas have been bending on them causing the blood glucose levels to elevate. The customer states she has seen the bg's in the upper 200s to 400 range. She had a blood sugar of 520 on (B)(6) 2016 and went to the ed. She is currently wearing a pro set infusion set and the bg's started out at 419. She treated with a bolus from the pump and the dropped to 370. When medtronics inquired what led up to the complaint, the customer stated she changed her infusion set before going to bed on (B)(6) 2016 and woke up with her bg's in the 400 range. She couldn't get her bg's under control and ended up going to the ed. After getting up the bg's were high so she pulled the set off and the cannula was bent. She put another pro set in and the bg's kept elevating. She pulled the set off and the cannula was bent again. She put in a mio and bolused herself before going to the ed. At the time of patient report, the patient's bg level was 370 mg/dl. The customer reported nausea and anxiety related to her high bg levels. She states she has a back-up plan available and has been bolusing with the pump to address the high bg levels. The customer has not contacted her hcp regarding the high bg's. She believes its the sets/bent cannulas are causing the high bg levels. The customer reports not otherwise in the ed, admitted to the hospital, or dispatched ems as a result of her high bg levels.